Manufacturer narrative:
(B)(6) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast lesion excision system case, the intact wire basket fractured and detached from the device. The detached wire remained in the patient, however there was no patient adverse effect reported.